Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown product performance reason. This lv lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that a 0.014-inch wire was initially advanced through the lead but became stuck.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown product performance reason. This lv lead was replaced and not implanted. No adverse patient effects were reported.